Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the right hand end of the pump where the drive support cap was damaged and the whole end popped out. The customer¿s blood glucose level was over 33 mmol/l. Customer reported damage to the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Device passed the displacement test. Unable to perform basic occlusion test, occlusion test and prime test due to detached end cap. No loose drive support cap noted during visual inspection.